Event description:
On (B)(6) 2018, a 25mm amplatzer cribriform occluder was selected for implant. During the release of the device the right disk did not have the correct shape and was found to deploy deformed. The device was re-sheathed and removed from the patient. The device was released ex vivo and deformation still occurred. The device was replaced with a second 25mm amplatzer cribriform occluder and successfully implanted. The patient remained hemodynamically stable and there were no adverse patient consequences. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.